Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker was experiencing syncopal episodes. The patient was in the emergency room and the staff believed that the patient was in a ventricular tachycardia (vt). It was later determined that the patient was in pacemaker mediated tachycardia (pmt). The post-ventricular atrial refractory period (pvarp) was extended to resolved the pmt and the patient reported to feel better. The patient is dependent on pacing in the ventricle. Additionally, right atrial (ra) auto threshold test revealed a threshold of 0.5 volts at 0.4 milliseconds but when tested manually there was functional loss of capture in the atrium in bipolar and intermittent capture at lower thresholds in unipolar. Of note, the patient was fasting and on dialysis which is known to impact thresholds. Chest x-ray was performed and no findings were revealed. The patient was likely going to be released from the hospital. No further complications have been reported. This device remains in-service.